Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was hospitalized on the same day as the event onset. Two days after the event onset, the patient was treated with cefazolin (1g, intravenous, daily) and the pd catheter was removed (reported to be clogged). The patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available.